Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer reported a blood glucose value of 600 mg/dl, and the current blood glucose value was 160 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The event involved product(s) mmt-7040pa, mmt-243a, mmt-1884l, mmt-332a, and mmt-7841zn. Troubleshooting was performed for the loss of communication between the transmitter and the pump. Transmitter is out of warranty. Troubleshooting was partially performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-7040pa, mmt-243a, mmt-1884l, mmt-332a, and mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully uploaded to carleink. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Pump was cut open to perform visual inspection and no moisture damage found to the pcba 1, pcba 2, motor home switch and force sensor. The following were noted during visual inspection: serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, battery tube threads - cracked, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for lost connection were not confirmed when pump successfully paired with transmitter and no anomalies were noted. However, customer allegations for label damage were confirmed when serial number label missing was noted during visual inspection. Unit functioning properly and tested successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, customer reported that the sticker on the back side of the pump was gone.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (medical device problem code 1069 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.